Event description:
It was reported that pump displayed malfunction alarm with code 21 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return malfunctioning pump to tandem within 10 days using provided materials while programming pump settings and reconnecting cgm to replacement pump that was shipped under warranty.